Event description:
Clinical study 1 month after coronary artery drug eluting stenting procedure, the patient suffered a hypersensitivity reaction. This was not reported for 1 year. The target lesion in the index proceure was a 2.5mm, 75% stenosed 2nd obtuse marginal. The physican treated the lesion by successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 1 month after the index procedure the hypersensitivity reaction occurred. The hypersensitivity was reported as a mild rash, and it is unknown if it is drug or device related. It is reported by the site that the treatment is ungoing. This was not reported until 1 year after the procedure.